Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the mid left anterior descending artery. An emerge balloon catheter was advanced but failed to cross the lesion. Subsequently, 'explosion' occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Describe event or problem, device lot number, device expiration date, device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, and conclusion codes updated. Batch lot number updated from batch_unknown to 20252908. Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. The shafts, balloon and tip were microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the shaft and balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the balloon inflated but the atm¿s went down and the balloon would not stay inflated and a stream of water emitted from the tip of the device. Microscopic examination of the inner shaft revealed a cut/hole 2mm distal of the bi-component weld. The shaft damage is consistent with damage that can occur due to interaction with a guidewire. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was further reported that the balloon ruptured when it was attempted to inflate in order to treat the lesion of the blood vessel.